Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill and drain volume values were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. No discrepancies were encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when the patient called into technical support during drain 3 of 3 due to draining slowly and receiving multiple ¿scale reading error¿ messages. The patient discontinued treatment on the cycler. The patient did a manual drain of 3799 ml after discontinuing treatment. This drain volume is 190% the patient's fill volume of 2,000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported the patient revert to manual therapy as an alternate treatment method. Upon follow up, the patient confirmed that there they did not experience any symptoms, injuries, adverse events, or require medical intervention as a result of the issue. The patient has received a new cycler and is continuing pd therapy on the new cycler without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation.